Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that his wife experienced high blood glucose level in the range of 350 to 400 mg/dl. Customer's blood glucose went down in the range of 93 to 106 mg/dl. Customer was treated with insulin pump. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.